Manufacturer narrative:
Concomitant medical products: product ID: 387345, lot# v961618, serial# implanted: (B)(6) 2015, product type: screening device. Product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
It was reported that the patient had leads placed percutaneously for a trial. After the trial, the patient was unavailable by phone and they did not return as scheduled for lead removal. At home they had clipped the leads off to remove them from the trial screening cable and they noted that there was still some wire available so that they could be removed. When lead removal was attempted, the nurse removed one lead but could not see the wire of the second. After the physician examined the patient, removal at the hospital was scheduled. It was later reported that the end of the lead could not be located and the patient was being sent to neurosurgery for removal. There were no signs of infection, no neurological deficits noted and there were no additional patient symptoms associated with this event. If additional information is received, a follow-up report will be sent.